Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "no audio", determined to be cause by the "blackflex" not being seated properly in the connector on the input/output printed circuit board. The "backflex" was repositioned and properly seated on the input/output printed circuit board during the eval process, correcting the condition.

Event description:
It was reported that a spectrum infusion pump had no audio. It was also reported that there was no patient incident.